Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that the mesh was partially removed in (B)(6) 2008 due to the mesh poking thru the vagina, erosion, and pelvic pain. A portion of the mesh was clipped with scissors. The patient underwent an appendectomy in 2010. The patient underwent had a portion of the mesh clipped with scissors in (B)(6) 2010. The patient underwent same day surgery on (B)(6) 2011 in which 0.75 cm of mesh from the midline of the vagina was removed. The mesh that was remaining was more lateral and the doctor felt they were able to close the vaginal wall very nicely and that this was not in a position to cause difficulties in the future and maybe help with the patient¿s continence. It was reported that the mesh has protruded through vaginal wall. The patient underwent three attempts to cut it out and the patient still has urinary incontinence. The first system was reported to be (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.